Manufacturer narrative:
(B)(4). The position of the device's components were consistent with the reported experience of using the access ports to release the thumb advancer . Locator wings are generally bent during a difficult removal, however, the vessel locator wings were found to be intact and undamaged. Therefore based on the condition of the returned device the root cause for the difficult removal experienced could not be determined. No mfg or quality issue was detected. A review of the history record for this device did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, hemostasis was achieved with the clip; however, during removal the device became stuck in the pt's artery. In accordance with the instruction for use, the device was removed by releasing the locking mechanism on the thumb advancer via the access ports. There were no reported adverse pt effects. Though requested, no add'l info was available.